Event description:
The customer reported that she and another employee experienced human reactions from an oil mist. The employee experienced a headache all day and vomited when she got home from work. She did not seek medical attention, however, her symptoms were reported to have resolved. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Oil mist, capital equipment, evaluated at customer site. The fse found machine's vacuum pump cap to have hole in it. The fse replaced it. The fse ran an empty chamber. Unit does not have oil mist issue and unit meets all mfg specs. Conclusion: a change order was opened to further investigate this issue. Reference MDR 2084725-2008-00748.